Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 3998, lot # v014785, implanted: (B)(6) 2007, product type lead; product ID 3708260, serial # (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).

Event description:
The patient experienced a shocking or jolting sensation. This has been happening since the first implant and with all the implants. The canal to the patient¿s spinal cord is wide and she has had positional problems with all stimulation implants. Meaning feeling stimulation differently in different body positions. With the current ins with adaptive stimulation, this was supposed to resolve this but has not. When the patient moves her neck back she feels shocking, when she turns her neck to the right or left stimulation feels like it turns on and off. This has happened with all implants and supposed to be resolved by new ins but has not. The patient set up programming with a company representative, she began walking and experienced shocking so the ins was turned down, the shocking was real ¿back.¿ this was in (B)(6)2013. The patient also experienced stimulation in the wrong location. The patient usually feels stimulation from hips to feet but for some reason over the past month she has been feeling stimulation in chest and neck. There have been no falls or traumas. The patient feels like she is having a heart attack with stimulation in chest. Increase blood pressure and anxiety was noted. The patient has tried to turn stimulation down/off but cannot keep stimulation off because the pain with stimulation off is too bad. Additional information has been requested.

Event description:
Additional information received reported that there was stimulation in the wrong location. Usually stim was from hips down. Now, the stim was on her torso all the way around her back. The stim went from the pubic hairs all the way up to shoulders, wrapped like an inner tube all the way around, and came down her arms from shoulders to elbow. When she lay down, it stopped. When she sat up, it shocked like the stimulator was on high. The patient stated she was in the hospital for over a month starting (B)(6). After she got out, the issue was still present, so the patient had an x-ray yesterday to see if the lead slipped. The patient stated she barely had any skin left where they cut her. The healthcare professional (hcp) wanted to put in new leads, but the patient refused. The patient did not want another surgery, because her health was not good. The patient stated that the stimulator was ¿defective.¿ the patient confirmed the hcp said the health issues were not related to the implantable neurostimulator (ins) therapy. The health issues were related to the kidneys. The patient was trying to get a hold of a manufacturer's representative. The hcp contacted had not seen the patient since (B)(6) 2013.

Event description:
It was later reported by the healthcare professional (hcp) that the patient was going to follow-up with pcp first and then would call to schedule. The hcp also included a follow-up visit report from (B)(6) 2013. At that time it was noted that the new battery was working well. It was noted that there had been no wound healing difficulties reported. It was noted that the physical exam demonstrated a well-healing incision and the staples were removed. It was noted that steri-strips were applied. There was no local tenderness erythema or discharge. It was noted that the wound was well approximated and there were no new deficits. It was noted that the patient was doing well "at this juncture." The patient was asked to follow-up in two weeks for another wound check. It was noted that if there were an interval issues or concerns the patient could contact the hcp as needed. It was later reported that the patient had not been seen since (B)(6) 2013. However, the hcp did speak with the patient on (B)(6) 2014 and the patient wanted to see their pcp before following up with the doctor. The hcp sent another form regarding the previously mentioned patient visit from (B)(6) 2013. At that time it was also noted that there was neurostimulator battery programming. It was also noted that there had not been any significant changes to the patient's condition since the "last visit." However, it was noted that there were bowel changes. It was noted that the patient was taking senacot for constipation. The hcp also attached an operative report of the implant surgery (B)(6) 2014 in the report it was noted that after the new generator was attached to the extensions, the system was interrogated and found to be working normally. It was noted that the patient was transferred to the recovery room in stable condition with no new neurological deficits or complaints. Additional information was requested but was not available at the date of this report.

Event description:
It was also noted that the event date was described as about three months prior to (B)(6) 2015.